Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient's cgm had been showing inaccurate readings since the previous day when the sensor was put on the arm, but he could not recall specific values or whether a fingerstick (fs) was used to verify. On that day, his device alerted low. The patient felt very sick and experienced persistent vomiting. He did not check the blood glucose via fs but took glucose tablets, drank pineapple juice, and consumed gatorade. His wife transported him to the emergency room. In the emergency room (ER), his blood glucose was 414 mg/dl by laboratory testing, while the cgm continued to display low. The patient administered 5.7 units of insulin via unspecified pump and received IV fluids and zofran for vomiting. The patient remained in the ER for approximately three hours. At discharge, the cgm displayed 280 mg/dl. He did not recall fingerstick blood glucose at that time and reported feeling slightly improved. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On 01/11/2026, it was reported that the patient's cgm had been showing inaccurate readings since the previous day when the sensor was put on the arm, but he could not recall specific values or whether a fingerstick (fs) was used to verify. On that day, his device alerted low. The patient felt very sick and experienced persistent vomiting. He did not check the blood glucose via fs but took glucose tablets, drank pineapple juice, and consumed gatorade. His wife transported him to the emergency room. In the emergency room (ER), his blood glucose was 414 mg/dl by laboratory testing, while the cgm continued to display low. The patient administered 5.7 units of insulin via ilet pump and received IV fluids and zofran for vomiting. The patient remained in the ER for approximately three hours. At discharge, the cgm displayed 280 mg/dl. He did not recall fingerstick blood glucose at that time and reported feeling slightly improved. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional event or patient information is available.